Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following sections were corrected: h1 uncheck summary reporting box. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). A2: patient age: 65-79 years at initial procedure. D6a: initial procedure: between sep 2009 and mar 2014. G2: foreign ¿ sweden. H6: suggested component code: mechanical (g04) ¿ head. Citation: axenhus, m., chammout, g., kelly-pettersson, p., et.al. (2025). Long-term outcomes of cemented compared to uncemented femoral stems in total hip arthroplasty for displaced femoral neck fractures in elderly patients. European journal of trauma and emergency surgery 51(73), 1-8. Https://doi.org/10.1007/s00068-024-02735-0. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient experienced a hip revision due to dislocation on an unknown date. Attempts have been made and no further information has been provided.